Event description:
Patient had a sorin paradym rf dr device placed one month ago. The patient had 73 shocks since implant and was found to have defective lead medtronic 6949 (on recall) which was implanted on 6 years ago. That lead was capped and a new sorin defibrillator was placed.